Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tissue pad was detached off in about 30 minutes. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returned.

Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.